Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start pre-anesthesia of a da vinci-assisted hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument's protective layer towards tip of scissor was chipped/scratched and thus, exposing orange conductive layer. The procedure was completed but the device was not used on the patient.

Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis (fa) team. The instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.156¿ x 0.027¿. There was not any material missing.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the damage was on the main tube/shaft of the instrument that is within 0.5" of the orange section. It appears to have a coating scraped off the orange section underneath.